Event description:
The customer contacted stryker to report that theis device would freeze when turned on. This is indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.